Manufacturer narrative:
At this time, no further information has been communicated. If new details are received, a follow-up report will be required.

Event description:
Boston scientific received information that during the implant procedure of this right ventricular (rv) lead, high pacing threshold values were noted after initial placement. For this reason, the lead was electively repositioned with favorable measurements attained. The lead helix was successfully affixed and the pocket closed. Following pocket closure, the patient became "breathless", exhibiting a notable decline in pressure. An echocardiograph showed a minor presence of fluid in the pericardial space with an x-ray confirming the lead had dislodged. The pocket was reopened and the rv lead again repositioned with mapped r waves values of 16mv observed; helix again secured. The patient then exhibited a hemodynamic deterioration and cardiac arrest, necessitating CPR intervention. A pericardial drainage then performed and the patient responded with favorable hemodynamic parameters. Final device measurements were confirmed acceptable. The patient remained under constant monitoring, hemodynamically stable however in an unconscious state. No allegations from the medical facility that the boston scientific product was a cause or contributor, to the observed clinical outcome.